Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections of the lead body confirmed the reported twisting. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance and loss of sensing. Upon x-ray examination, it was confirmed that this lead was dislodged. The physician decided to explant and replace this lead, during the revision, significant lead body twisting was observed which was indicative of twiddler's syndrome. This lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance and loss of sensing. Upon x-ray examination, it was confirmed that this lead was dislodged. The physician decided to explant and replace this lead, during the revision, significant lead body twisting was observed which was indicative of twiddler's syndrome. This lead is expected to return. No additional adverse patient effects were reported.